Manufacturer narrative:
The unit had an intermittent button response and a button error alarm due to a corroded keypad. There was no moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, or battery tube assembly during visual inspection. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly and that the device was exposed to moisture. The customer's blood glucose level was 12 mmol/l. No further details were provided.